Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - (B)(6) 2011; inratio - 5.2, 3.7, 4.2; lab - 2.4. Date - (B)(6) 2011; inratio - 3.9, 3.8; lab - 2.6. Pt's therapeutic range is 2.0 - 3.0.